Event description:
It was reported that the external pulse generator would not always turn on, that it was very erratic. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper case is broken and contaminated. Lower case is broken in multiple places. Lead flex cover is corroded. One case screw is missing and one case screw is the wrong one. Keyboard window is scratched. Lcd (liquid crystal display) is missing columns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper case is broken and contaminated. Lower case is broken in multiple places. Lead flex cover is corroded. One case screw is missing and one case screw is the wrong one. Keyboard window is scratched. Lcd (liquid crystal display) is missing columns.